Event description:
N/a

Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer who reported unexpected results on I-stat pt/inr on a (B)(6) year old female patient. There was no additional patient information available at the time of this report. The customer states that return product is available for investigation. Test date time result sample(B)(6) 2014 10:00 am 6.1 a(B)(6) 2014 10:15 am 3.1 b(B)(6) 2014 10:24 am 3.2 cbased on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 12/10/2014. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).